Event description:
It was reported that the 9800 system had precharge error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module was replaced during the service call. The system was tested and found to be working as intended, and put back into service.